Event description:
It was confirmed that the site was questioning the accuracy of the cardiomems pes readings. It was reported that the patient was hospitalized for hypotension and syncope due to over diuresis. The reported event that the pes had some emi readings and had its accuracy questioned was resolved on (B)(6) 2024.

Manufacturer narrative:
No device analysis results are available because the device was not returned. This reported event was investigated for possible inaccurate reading. Based on a backend log analysis, it was confirmed that the sensor was operating within the expected frequency range of 30-37.5-mhz. The sensor was operating at 33.81-mhz and 33.06-mhz during the review of the applicable reading(s). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the site was questioning the accuracy of the cardiomems sensor readings. It was reported that the patient was hospitalized for hypotension and syncope due to over diuresis.

Manufacturer narrative:
It was confirmed that the site was questioning the accuracy of the cardiomems pes readings, not the sensor. It was reported that the patient was hospitalized for hypotension and syncope due to over diuresis.

Event description:
It was reported that the site was questioning the accuracy of the cardiomems pes readings. It was reported that the patient was hospitalized for hypotension and syncope due to over diuresis.